Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain more additional information. To date no response has been given regarding the patient demographic info: age, weight, bmi at the time of index procedure, date of index surgical procedure. What tissue type and location of the suture placement? What tissue dehisced? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What date did the patient present with dehiscence (# post op days)? How was the dehiscence managed? If a surgical intervention was performed, provide surgical/operation notes. What was the appearance of the suture during the second procedure? Was the suture broken or fraying? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient current status? Product lot #provided. If further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a vaginal fistula repair on (B)(6) 2017 and the suture was used. Following the procedure, the suture was breaking down and falling apart earlier than expected, leading to possible dehiscence. The patient was re-sutured and the surgeon continues to see the patient for this problem. The surgeon stated that the suture was expected to remain for four weeks, and the patent seems to keep the suture for one week only. The surgeon opined that this can be related to the specific patient factor. Additional information has been requested.